Event description:
The patient's doctor reported the pt's wife said the incision site was red, but not open, and there was no drainage. She sent pictures to the doctor, which showed a dark red color, the length of the incision. The pt was admitted to a hospital to 'treat conservatively.' A doctor who saw the pt 10 days later stated "concerns of ICD infection", reporting the pt had developed a rash three weeks earlier and went to the ER. At that time, the family said there was no apparent infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. The wife was reportedly concerned the ICD had eroded through the skin and was exposed. Examination noted device erosion, with mild inflammatory changes around the exposed leads. Assessment included 'device erosion' and 'possible infection'. The pt's history described 'advanced dementia, dnr status, completely dependent.' The plan was to remove the device & provide comfort care. The patient died while in the hospital. Additional information from a physician stated the cause of death was chronic heart failure/ pea (pulseless electrical activity). CPR was started, but the patient's wife chose to stop the efforts. The physician said there is 'no allegation of the device or infection relating to the patient's death. Other: the patient's doctor reported the pt's wife said the incision site was red, but not open, and there was no drainage. She sent pictures to the doctor, which showed a dark red color, the length of the incision. The pt was admitted to a hospital to 'treat conservatively.' A doctor who saw the pt 10 days later stated "concerns of ICD infection", reporting the pt had developed a rash three weeks earlier and went to the ER. At that time, the family said there was no apparent infection. No conclusion can be drawn.